Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the detector enclosure was returned to the manufacturer for evaluation. Unable to confirm reported complaint. Installed enclosure detector interface in system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. B01, c19, d14 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000171r, serial/lot #: (B)(6), rev. A. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6): the manufacturing representative (rep) went to site to test the imaging system and found that system in stand alone mode. Detector interface losing can communication. Replaced detector interface. Tested, system functions as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, product ID: bi71000424, product ID: bi71000171r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system is terminating 3d spins early. After rebooting the issue was resolved. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient. And patient was present at time of event.